Manufacturer narrative:
The reduction instrument was returned still locked on the implant. The instrument was jammed onto an implant and the threaded knob would not spin when torque was applied by hand. The instrument was able to be unjammed by applying toque with the use of a tower reducer attachment piece and a 1/4" ratcheting t-handle. Once unjammed and the implant was removed from the distal tip, the instrument moved through its normal range of motion without issue. Observation of the device revealed that two of the four male reduction features have been damaged. This damage is consistent with improper seating/alignment of the instrument to the screw head prior to reduction. This would result in the instrument to jam during reduction. The implant shows the similar damage to the reduction features on the screw head. However, an exact cause of the reported issue cannot be determined.

Event description:
It was reported that during reduction, the tower reducer would not release the screw head leading to the pedicle of the spine breaking out from the body laterally.